Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6: h4: the device was manufactured from december 19, 2019 - december 20, 2019. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye found fluid inside the bag that contained the unit which indicated leak. Functional testing revealed the cause of leak inside the bag was due to broken tubing at the junction of the flow restrictor. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking due to a broken end of line. The device was filled with 13500mg piperacillin/tazobactam in 0.9% sodium chloride. This issue was identified at the hospital prior to patient use. There was no patient involvement. No additional information is available.